Event description:
On 11/1/06, a clinical incident involving an arthrocare threaded needle was reported to arthrocare corp. During a vertebroplasty procedure, it was reported the threaded needle fractured at the junction of the l2 vetebral body and the pedicle. The right side of the l2 vetebral body was filled adequately, but no cement was placed on the left side. The pt tolerated the procedure well and there were no complications. The pt is reported to be doing well.

Manufacturer narrative:
The device was not returned to MFR for eval. The lot history documentation was reviewed for this lot. The device history record review indicates all specifications were met. No conclusion can be drawn.